Event description:
Alcon constellation machine would not hold pressure to left eye during 23 gauge vitrectomy requiring surgeon to inject sterile air. This is the machine that was used after the 1st constellation failed. Gas tank is full and all lines were newly opened when machines were swapped out with earlier failure of different constellation machine. Model #8065751550. This was a loaner machine for the hospital. An ongoing issue with these machines has led the hospital to replace them early this year.